Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that poor cutting of the probe occurred during surgery. There was no problem with aspiration however the condition of actuation was unknown. The surgery was completed after replacing the product. A sample has been requested.

Manufacturer narrative:
A probe sample was returned for evaluation. A device history record review for the lot was conducted. There were no anomalies found during the device history record review. The product was released according to the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and found to be visually conforming. An actuation test was performed and deemed nonconforming. The cutter remained open and did not close. Retesting for actuation after disassembly of the probe body was conforming. An aspiration test was performed and was deemed conforming. Cut testing was performed and was deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. Wear marks were present at the cutter bend area. The sample evaluation did not confirm the probe did not cut properly. The cut testing met specification. The evaluation does confirm the probe was not able to actuate. The damage to the cutter did not allow it to move within the outer cutter resulting in the actuation issue. How the cutter became worn during surgery cannot be determined from this evaluation. (B)(4).